Event description:
It was reported that the end piece, where the eye is located on the subject device, fell apart. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.